Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
Clinician reports normal saline drips around stylet wire through the t-lock stopper while preparing the catheter for insertion. Clinician discards device and obtains a second device for insertion, which also leaked around the stylet. The 3rd PICC leaked when flushing the catheter at the end of the procedure, but did not leak before the procedure. No patient or clinician harm reported. No other information was provided. This report addresses the first device.

Event description:
Clinician reports normal saline drips around stylet wire through the t-lock stopper while preparing the catheter for insertion. Clinician discards device and obtains a second device for insertion, which also leaked around the stylet. The 3rd PICC leaked when flushing the catheter at the end of the procedure, but did not leak before the procedure. No patient or clinician harm reported. No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.